Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of prosthesis wear of the acetabular liner and malposition of the acetabular cup. The prosthesis wear may have been a result of orientation of the acetabular cup, edge loading/impingement, and/or patient related conditions. It is unclear when the cup malposition occurred but may have been the result of being implanted at a poor angle or migration. However, this cannot be confirmed because the components were not returned for evaluation. (D11) concomitant device: - (B)(6). Integrip cc cluster 56mm g3. - (B)(6). Cocr fem head 36mm +7 offset 12/14. - (B)(6). Bone screw 6.5 x 15. - (B)(6). Bone screw 6.5 x 30. - (B)(6). Bone screw 6.5 x 30. No information provided in the following section(s): a4, a5, b6, the following section(s) have additional info: g4, g5, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. (Concomitant medical products) concomitant device: (cn: 186-01-56, sn (B)(4)) integrip cc cluster 56mm g3. (Cn: 142-36-07, sn (B)(4)) cocr fem head 36mm +7 offset 12/14. (Cn: 120-65-15, sn (B)(4)) bone screw 6.5 x 15. (Cn: 120-65-30, sn (B)(4)) bone screw 6.5 x 30. (Cn: 120-65-30, sn (B)(4)) bone screw 6.5 x 30.

Event description:
As reported, approximately 6 ½ years postop the initial left tha, this (B)(6) y/o female patient was revised due to cup malposition and poly wear. Surgeon implanted biolox delta option femoral head, 28mm and a biolox delta adapter, 16/18-12/14 +7, 170-50-07. Exactech stem remained intact. All other implants were removed and replaced with competitor¿s devices. Patient was last known to be in stable condition following the event. Devices not to return as hospital policy.